Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were made: the detached skirt-like material/particulate was not returned. A long suture knot was observed, and it was confirmed to be within specification. The valve was expanded and sent to the singapore manufacturing site for further evaluation. The following observations were made: loosely attached velour observed at the bottom of the pvl joint. Cut velour at the bottom of the pvl joint, pvl skirt is confirmed to be torn and damaged. After the valve tear down, the pvl joint was disassembled from the valve. Loosely attached velour was observed at the bottom of the pvl skirt. Some of the velour was not observed before disassembly as it was covered by the main skirt. The complaint for crimping difficulty was confirmed based on the provided imagery and returned device. A review of the DHR, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per manufacturing evaluation and investigation, "the pvl skirt was found to be unraveling after the crimping process. Upon evaluating the returned valve, it was observed that some of the velour had been cut at the bottom of the pvl joint. It was confirmed that the pvl skirt was torn and damaged. Based on the investigation results, the source of "damaged skirt" or "torn skirt" could not be determined." The damaged/torn pvl skirt with detached pvl skirt-like material could be potentially from multiple factors (i.e. Improper crimping techniques such as off-centering, tilting, and/or over manipulating the thv back during the crimping, contacting sharp too during prepping, etc.). The identification of detached pvl skirt-like material post-crimping suggests that damage occurred during preparation. Nevertheless, due to the non-return of the material, its origin remains unverified and could potentially represent foreign matter introduced during clinical use. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the complaint event. However, a definitive root cause was unable to determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during preparation of a 26 mm sapien 3 ultra resilia valve, after first crimp, it was noticed that part of the skirt appeared to be unravelling. After a little exploration, it came off. Another piece came off after that. The team decided to return this valve to the manufacturer and use a new one. Per additional information received, the valve was pre-crimped and the qualcrimp was used for the initial crimp. The entire valve and skirt were confirmed to be covered under the qualcrimp when performing the initial crimp. The image provided shows the valve after the initial crimp with the qualcrimp removed. The operator did not do or notice anything different during crimping. Imagery was provided by the complaint site, and the following observations were made: the partial crimped valve was on the delivery system with detached pvl skirt materials.

Manufacturer narrative:
Investigation is ongoing.